Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown, serial# unknown, product type: unknown. Product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported soreness. The patient noted the healthcare professional (hcp) had a hard time placing the right lead and therefore she felt soreness on (B)(6). The patient adjusted the stimulation to a comfortable level. It was noted the patient began the evaluation on (B)(6). Additional information from the patient on (B)(6) reported they had an allergic reaction to the tape on her back. There were no further complications that have been reported as a result of this event. The indication for use is unknown